Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's attorney reported via legal documentation that the customer was hospitalized on (B)(6) 2013 for diabetic ketoacidosis. Customer's blood glucose was unknown at the time of hospitalization. The reporter stated the customer's diabetic ketoacidosis was complicated by the onset of the customer's atrial fibrillation. The customer was removed from the insulin pump and was treated with an insulin drip at the hospital. The attorney reported the customer's hospitalization was caused by the overy-delivery and under-delivery of insulin while on insulin pump therapy. The reservoir will not be returned for analysis.